Manufacturer narrative:
Lot number is unknown.

Event description:
The doctor reported that the locator abutment fractured and the fractured portion of the abutment were removed.

Manufacturer narrative:
Fracture pieces of the zest dental locator abutment were received for investigation. The received locator abutment returned without original package; therefore, it was unbale to verify zest lot number information. Visual inspection was performed as a retuned product and it was noted that abutment has smooth wear at the coronal surfaces and a fracture was noted at the post minor thread. No manufacturing defect was noted. DHR review and complaint history review could not be performed by zest dental solutions since no zest lot number was provided by the customer. Therefore, based on the evaluation, the malfunction had occurred, thread fracture was identified during function and this report was confirmed following inspection. A definitive root cause could not be identified by zest dental solutions. However, thread fracture during function typically results from insufficient tightening torque at placement, overloading of the abutment in function, or not retightening the abutment at prescribed intervals.

Event description:
No further event information available at the time of this report.